Manufacturer narrative:
A sample is not available for evaluation. Customer photos were submitted. From the photo provided, long fibrous fm was observed. However, no returned sample was available for further investigation on the size and the fm properties. A review of the device history record revealed no irregularities during the manufacture of this lot number. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5320288; medical device expiration date: 2020-11-30; device manufacture date: 2015-12-17; medical device lot #: 5320289; medical device expiration date: 2015-12-18; device manufacture date: 2020-11-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a long fibrous material was found on the cannula of a bd hypoint¿ hypodermic needle before use. No injury or medical intervention.